Manufacturer narrative:
According to the gore® excluder® aaa endoprostheses featuring c3® deployment system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to, endoleak, ischemia and death.

Event description:
On (B)(6) 2019, the patient underwent endovascular repair of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprostheses featuring c3® deployment system. After all devices were deployed, an angiography showed a type ii endoleak. However no treatment was performed for the endoleak and the physician decided to monitor it. On (B)(6) 2019, the patient was expired due to the non-occlusive mesenteric ischemia (nomi). It was reported the patient had a "shaggy" aorta. The physician said it is possible that thrombus scattered due to the implantation procedure of endoprostheses and it led to nomi.